Manufacturer narrative:
Concomitant medical products: cartridge model 1mtec30, lot cp01409. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4).if explanted, give date: not applicable; lensremains implanted at time of report.concomitant medical products: eyefill viscoelastic; 1mtec30 cartridge lot no.cp01409. (B)(6).all pertinent information available to abbott medical opticshas been submitted. Placeholder.